Manufacturer narrative:
Operator of device - health care professional. Evaluation narrative - two used fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture were returned. Visual assessment of sample (a) shows the actuator is in its pre t2 position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. The trigger assembly would not return the actuator to its proper t1 pre-deployment position. Visual assessment of sample (b) shows the actuator is in its pre t2 position indicating a deployment of t1 and pre-deployment of t2. The insertion needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. . Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A root cause investigation was opened to address this failure mode. As a result of the investigation a design change was implemented to increase the suture length between t1 and t2. The devices in question were manufactured prior to this change. Additional clinical information included. Device returned for evaluation on 22 january, 2016. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Event description:
Additional information received that all implants were removed from the patient; that none were left unsupported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscal transplantation procedure there was a simultaneous deployment of the two implants that slid out together. No other information is available regarding the procedure. No report of patient injuries was received.